Manufacturer narrative:
(B)(4).

Event description:
It was reported during an-clinic follow-up, no atrial event was detected by the device. An x-ray imaging confirmed the atrial lead was dislodged in the superior vena cava. The cause of the displacement is unknown. The lead was capped and replaced. No further information is available.